Manufacturer narrative:
The event occurred on unspecified date(s) in the past three (3) weeks prior to the reported date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml exactamix eva (ethyl vinyl acetate) bags leaked at the bottom seams and corners during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between april 20, 2018 - april 24, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.